Manufacturer narrative:
Blank fields in the MDR form represent unknown information at the time of this report submission. If further information is received at a later date, a supplemental report will be filed.

Event description:
Patient returned a card from the june 2023 routine implant tracking mailing stating the following: "pump has not been removed but does not work." No additional information provided.